Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, sleeve leakage occurred after 9 tubes were already filled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 3 photos for investigation that show blood leakage to the holder. Additionally, a total of 10 retained samples were used for functional testing. No leakage was observed during these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, sleeve leakage occurred after 9 tubes were already filled. No adverse impact was reported regarding the patient or user.